Event description:
Allegedly, revised due to severe hyperextension of the left knee with significant stretching of the posterior capsule.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested. Trends will be evaluated. Although several attempts have been made. A medwatch 3500a has not been rec'd from the user facility. This report will be amended when the investigation is complete. This is the same event as 1043534-2008-00047, 00048, 00050.